Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure, and the surgery center would not release the explanted devices.